Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had received a failed battery alarm. The customer¿s blood glucose level was 91 mg/dl. The customer declined to troubleshooting was performed for failed battery. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.